Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed critical pump error and another pump error. Customer's blood glucose at the time of the incident was 162 or 180 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.

Manufacturer narrative:
Device received with blank-flashing white lcd due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify a broken force sensor was detected during seating or regular delivery error alarms and critical pump error alarms due to blank-flashing white lcd. Device received with corrosion on force sensor assembly, moisture damage on motor assembly and corroded battery tube.